Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer¿s blood glucose level was unknown. The customer reported that the there was no delivery alerts, motor errors, polarized lens on right side of screen, back light was dimmer, squirts insulin while priming, rewind more than once when changing reservoir, buttons not responding the first time pressed, buttons sticking and harder to press. The troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify a33 alarm, motor error alarm, rewind anomaly and back light anomaly due to buttons not responding. Device received with cracked case display window corner. Motor passed motor test.(B)(4).